Event description:
Disorder involving the immune mechanism, unspecified per rph patient pump malfunctioned and they need a replacement. Spoke with jennifer, hhn to program pump and it did not work. Had to manually infuse patient. No ade reported. Unknown if device available for return. Unknown lot, no further information. Reported to (B)(6) by patient/caregiver.